Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2014 with the following findings:a review of the pump¿s black box history showed that no unexplained power reboots were recorded. Visual inspection revealed that there was no moisture in the display lens. The battery compartment was found to be cracked below the grip pad. There was no damage observed to the returned battery cap. The returned battery cap was able to be fully secured to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The battery cap contact height and width measurements were found to be within the required specifications. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of internal moisture was found on the printed circuit board or internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.